Event description:
--

Event description:
Boston scientific received information that during the implant procedure, the device was connected to the lead and it was noted the device was not pacing. The connection was checked and again there was no pacing. The lead was tested through the pacing system analyzer and all measurements were appropriate. The device and lead were connected, and there was still no pacing from the device. The device was interrogated with a programmer and all lead measurements were appropriate, but there was no pacing. As a result, the device was explanted and replaced with a competitor device that paced appropriately with the implanted lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.